Manufacturer narrative:
The device was received and the evaluation is anticipated. Once the investigation is completed, a supplemental report will be submitted.

Event description:
It was reported that an inclusive tapered implant failed due to loss of osseointegration. The implant was placed at tooth location #3 on (B)(6) 2018, and was removed on (B)(6) 2018. The doctor reported that the 'implant went in without complications, but 2 weeks after it became mobile". The implant site was not infected. The doctor removed the implant, and grafted the site with mineross bone mix and collagen membrane. The doctor reported that the implant failure might have been due "perhaps to trauma, but the patient denies any trauma to site". The patient's bone is currently healing, and that the patient is healthy. The patient has type ii bone quality. The patient has no relevant medical or dental history. There was no abnormality noted with the implant itself.

Manufacturer narrative:
Correction was made to - explanted date - changed from (B)(6)2018 to (B)(6)2018. The device was returned and evaluated. A visual and microscopic inspection were performed on the returned device and no deviations were found. The critical parameters of the implant were measured and no defects, nor non-conformities were found. A lot number was received and a device history record review (DHR) was conducted. There was no evidence discovered, to indicate that a product defect or nonconformity contributed to the issue. The part met all the criteria called for in the production router. Although the root cause for loss of osseointegration is inconclusive and specific to each case, probable causes could be due to insufficient bone or poor bone quality. The bone could be too soft or the operator erred in creating an osteotomy bigger than the size of the implant diameter. Premature loading, patient's health, peri-implantitis, tobacco use and poor oral hygiene could also be the factors causing the implant to lose osseointegration. A warning provided in the IFU states "absolute success cannot be guaranteed. Factors such as infection, disease and inadequate bone quality and/or quantity can result in osseointegration failures following surgery or initial osseointegration." Precautions in the IFU also state that "minimizing tissue damage is crucial to successful implant osseointegration. In particular, care should be taken to eliminate sources of infection, contaminants, surgical and thermal trauma. Risk of osseointegration failure increases as tissue trauma increases. All drilling procedures should be performed at 2000 rpm or less under continual, copious irrigation. All surgical instruments must be in good condition and should be used carefully to avoid damage to implants or other components. Implants should be placed with sufficient stability; however, excessive insertion torque may result in implant fracture, or fracture of the implant site. The proper surgical protocol should be strictly adhered to." This event will be tracked and trended.